Event description:
With patient on right side, anesthesiologist attempted to remove epidural catheter from the patient's back. He noticed dthat about 2 cm. Of its tip section had beed sheared off. Two anesthelogists attempted to retreive the sheared off section by making a small transverse incision across entrance hole. After about 10 minutes, the attempt was given up and incised skin was approximated with 4-0 nylon suture. Portable view of lumbar spine taken at time of event did not demonstrate an epidural catheter remnant. Follow-up call to patient three (3) days after event reported that patient was ambulating, leg feeels normal with no complaints of leg pain.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.